Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the accumulations for maximum, minimum, and current counts were inaccurate. A technical support specialist (tss) remotely accessed the cii safe and es server, brought down the cii safe application, and entered support mode. The tss backed up the database, cleared the inventory for adm locations, resent inventories from the es server, and then restarted and verified the system to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ cii safe, the current count was not all accurate. The customer stated that medication stocked out and a patient who was seizing was delayed in receiving the medication. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ cii safe, the current count was not all accurate. The customer stated that medication stocked out and a patient who was seizing was delayed in receiving the medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.